Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was missing diagnostic data for left ventricular capture management. The device remains in use. It was also noted that the right ventricular (rv) lead measured very high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated missing/invalid capture/threshold. If information is provided in the future, a supplemental report will be issued.